Manufacturer narrative:
The lot number (40664) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The complainant has indicated that the product has been disposed; therefore; a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient age or birth date not known) on (B)(6) 2010. According to the complainant, during the procedure, the patient sustained a burn from the saline. The degree of the burn was not specified but categorized as "superficial". In addition, 2 fluid loss alarms were generated during the case. The first fluid loss alarm was generated at 4 and a half minutes into the case at a rate of 2 cc's per minute. The second fluid loss alarm was generated at 5 and half minutes into the case at a rate of 14 cc's per minute. At this point, the procedure was aborted. Clinical follow up information revealed that there was a fibroid in the posterior section of the uterus, extended close to the internal os, the patient was not on cycle, the patient was dilated to 21 french and the burns were both internal and external. Externally, there were 2 drip marks down the parineum. Internally, the posterior section of the vagina and the posterior cervix were also burnt. The burn was treated with silvadene cream and there no further patient complications. The patient was reported to be recovering at home 3 hours subsequent to the procedure. Additional information provided by the clinician on (B)(6), 2011, upon follow up visit, the patient had sustained second degree burns.